Event description:
It was reported that patient was hospitalized due to a heart attack. The patients spinal cord trial stimulator leads were explanted and will not be return. The patient was sent to cardiac rehab facility for monitoring.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7253073.